Manufacturer narrative:
The reported event was duplicated during the device evaluation. Upon visual inspection, the device was found to have third party repair. The device was repaired and returned to the user facility.

Event description:
The cordless driver handpiece was returned to stryker instruments for evaluation due to allegedly overheating during testing. There was no procedure associated with the event, and no patient involvement or adverse consequences.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Event description:
The cordless driver handpiece was returned to stryker instruments for evaluation due to allegedly overheating during testing. There was no procedure associated with the event, and no patient involvement or adverse consequences.